Manufacturer narrative:
MFR date: 31.03.2008. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007, the patient was pre-operatively diagnosed with cervical myeloradiculopatheis and underwent the following procedures: anterior cervical thoracic radical discectomy at c7-t1. Anterior cervical radical discectomy at c5-c6. Anterior cervical partial corpectomy greater than 50% inferior c5. Anterior cervical partial corpectomy greater than 50% inferior at c6. Anterior cervical partial corpectomy greater than 50% at c7. Anterior thoracic partial corpectomy greater than 50% t1. Cervical interbody instrumentation with cage at c5-c6. Cervical thoracic interbody instrumentation with cage at c7-t1. Cervical interbody fusion with autologous bone at c5-c6. Cervical thoracic interbody with autologous bone at c7-t1. Anterior cervical instrumentation with cervical plate at c5-c6. Anterior cervical thoracic instrumentation with cervical plate at c7-t1. As pre op-notes, ¿the autologous bone was placed in the cages, and a small portion of bone morphogenic protein was placed in these cages, and they were countersunk with the aid of anesthesia traction.¿ post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.